Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off due to customer not charging the pump. In addition, the personal profiles and settings were missing despite the pump being in use. There customer's blood glucose level was 210 mg/dl. The customer resumed insulin delivery successfully and has manual insulin therapy available if needed.